Event description:
While in use on patient the ventilator triggered the nurse call alarm. Staff responded, found no display on ventilator only the following error message "fp ram test failed" on screen and no audible alarm from vent. Unit kept ventilating patient. Unit was immediately replaced with another unit.